Event description:
It was reported the rigid video scope occasionally had no image when twisting the protector. The issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation and due to corrections. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, d9, g3, g6, h2, h3; h4; h6. H11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, new reportable malfunctions were identified during the device evaluation: component failure of the universal cable. Based on the results of the investigation, the most probable root cause is component failure of the universal cable occasionally causes no image when twisting the protector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope occasionally had no image when twisting the protector. The issue occurred during reprocessing. There were no reports of patient involvement.